Event description:
Customer reported there is a shadow the shape of a box in the image on the left monitor. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the left monitor. System operates as intended.